Event description:
It was reported that caller working with patient (pt) to charge for the first time. Caller able to interrogate the implantable neurostimulator (ins) with the tablet without issue and ins showing 70% charged. After this the recharger was not finding the ins so caller closed all the apps and reset the (tss confirmed tm91 and tablet turned off). The caller was able to connect to ins with recharger 2-3 times briefly but caller has been getting low numbers and 0's with recharging. Tss had them restart ins recharge session and move recharger around until they got higher numbers. Caller did this and was able to get good coupling showing ins at 70%. Caller was able to sustain good coupling for rest of call. Caller commented that the pt does still have some pocket swelling present. Technical services (tss) reviewed that better coupling might be achieved if the pocket swelling goes down over time. Caller stated patient continues to have difficulty recharging ins. Caller stated they've worked with the patient in the office and it was a struggle to even get a good connection. Patient stated they charge every 3-4 days and it sometimes takes 20-30 minutes to get it to connect and sometimes it doesn't connect at all. Caller stated ins is close to the skin but is a little bit flipped. Caller requested replacement recharger to try prior to consulting with healthcare provider (hcp) about a pocket revision. A replacement recharger was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.